Event description:
This report summarizes 18 malfunction events where a midwest e mini handpiece overheated. In 3 events, patients had a minor burn and did not require intervention. In 15 events, no injury resulted.

Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 17 of 18 devices were returned for evaluation. 1 device will not be returned for evaluation. Evaluation of 2 devices found excessive wear due to a lack of proper maintenance and lubrication. The devices had debris build-up. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of 6 devices found excessive wear due to a lack of proper maintenance. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of 7 devices found excessive wear due to a lack of proper maintenance. The devices had debris build-up. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of 2 devices found excessive wear due to a lack of proper maintenance. The devices had debris build-up. The devices did heat up during evaluation. The devices were repaired and returned to the customers.